Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 36-year-old female patient who had essure (ess205) (batch no. 508837(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (g3), parity 2, smoker (10 years) and cesarean section. Concurrent conditions included paratubal cyst and cervix inflammation. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2015, 8 years 11 months after insertion of essure (ess205), the patient experienced cervix inflammation ("uterine cervix with mild chronic inflammation"), adenomyosis ("superficial adenomyosis"), uterine leiomyoma ("intramural leiomyoma") and adnexa uteri cyst ("paratubal cyst"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, cervix inflammation, adenomyosis, uterine leiomyoma and adnexa uteri cyst outcome was unknown, the dysmenorrhoea and abdominal pain had resolved and the back pain was resolving. The reporter considered abdominal pain, adenomyosis, adnexa uteri cyst, back pain, cervix inflammation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: total bilateral occlusion. Pathology report diagnosis: uterine cervix with mild chronic inflammation. Corpus uteri with proliferative endometrium, superficial adenomyosis and intramural leiomyoma (microscopic, 2 mm) and bilateral fallopian tubes with paratubal cysts. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain (confirming), dysmenorrhea, dyspareunia, menorrhagia." Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received. Patient¿s demographics was added. Added event as per pfs uterine cervix with mild chronic inflammation, superficial adenomyosis , intramural leiomyoma, paratubal cyst, abdominal pain, back pain. Updated onset date, outcome of events ( cramping, back pain, abdominal pain). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 508837(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (g3), parity 2, smoker (10 years) and cesarean section. Concurrent conditions included paratubal cyst and cervix inflammation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient had need for additional surgery. Diagnostic results: pathology report diagnosis: uterine cervix with mild chronic inflammation. Corpus uteri with proliferative endometrium, superficial adenomyosis and intramural leiomyoma (microscopic, 2 mm) and bilateral fallopian tubes with paratubal cysts. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain (confirming), dysmenorrhea, dyspareunia, menorrhagia." Most recent follow-up information incorporated above includes: on 3-aug-2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 508837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (g3), parity 2, smoker (10 years) and cesarean section. Concurrent conditions included paratubal cyst and cervix inflammation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient had need for additional surgery. Diagnostic results: pathology report diagnosis: uterine cervix with mild chronic inflammation. Corpus uteri with proliferative endometrium, superficial adenomyosis and intramural leiomyoma (microscopic, 2 mm) and bilateral fallopian tubes with paratubal cysts. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain (confirming), dysmenorrhea, dyspareunia, menorrhagia." Most recent follow-up information incorporated above includes: on (B)(6) 2018: this case is medically confirmed. The reporter information was added. This case concerns adult patient. Her historical/concurrent conditions were added. Lab data was added. She had inserted essure: ess205. Essure insertion date and removal date were updated. Essure indication was added. Essure lot number was added. Per plaintiff fact sheet events: abnormal bleeding (vaginal / menorrhagia), dyspareunia (painful sexual intercourse) and dysmenorrhea (cramping) were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 36-year-old female patient who had essure (ess205) (batch no. 508837(notvalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (g3), parity 2, smoker (10 years) and cesarean section. *pathology report diagnosis: uterine cervix with mild chronic inflammation. Corpus uteri with proliferative endometrium, superficial adenomyosis and intramural leiomyoma (microscopic, 2 mm) and bilateral fallopian tubes with paratubal cysts. Concurrent conditions included paratubal cyst and cervix inflammation. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced cervix inflammation ("uterine cervix with mild chronic inflammation"), adenomyosis ("superficial adenomyosis") and adnexa uteri cyst ("paratubal cyst") and was found to have uterine leiomyoma ("intramural leiomyoma"), 8 years 11 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and abdominal distension ("bloating "). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, cervix inflammation, adenomyosis, uterine leiomyoma, adnexa uteri cyst and abdominal distension outcome was unknown, the dysmenorrhoea and abdominal pain had resolved and the back pain was resolving. The reporter considered abdominal distension, abdominal pain, adenomyosis, adnexa uteri cyst, back pain, cervix inflammation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain (confirming), dysmenorrhea, dyspareunia, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event bloating were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient had need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.